Event description:
On (B)(6) 2013, it was reported that the up and down buttons on the patient's infusion device were only responding intermittently. The issue began two years prior to the patient reporting it. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The product has not been returned for investigation and the production data complies with the specifications; therefore, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.